Manufacturer narrative:
Additional information received indicated the cause of death as cardiac arrest due to coronary artery disease, chronic obstructive disease and diabetes mellitus.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product sedr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5534-45 implantable pacing lead implanted: (B)(6) 1997.